Event description:
The following was reported to gore: on (B)(6), 2018, a patient underwent a patent ductus arteriosus ligation as part of a blalock-taussig shunt procedure utilizing a gore-tex® vascular graft configured for pediatric shunt device. On (B)(6), 2018 at 0640, there was a patient decompensation event with oxygen desaturation, bradycardia, hypotension and CPR. A bedside echo demonstrated narrowing at the proximal anastomosis of the shunt due to a possible thrombus. The patient was taken to emergent or and a shunt revision was performed. On (B)(6), 2019 the shunt was removed with the creation of a bidirectional glenn. Physician confirmed all shunts are on prophylactic heparin until they¿re able to transition to aspirin and that aspirin responsiveness is checked in everyone prior to stopping heparin.

Manufacturer narrative:
Additional information was received and the following sections were updated accordingly: a4: patient weight added. B2: "other serious (important medical events)" added to adverse event outcomes. B5: description of event updated to include additional information received. H6: health effect - impact code: 4629. H6: investigation findings code: 213. H6: investigation conclusions code: 4315.

Event description:
The following was reported to gore: on (B)(6) 2018, a patient underwent a patent ductus arteriosus ligation as part of a blalock-taussig shunt procedure utilizing a gore-tex® vascular graft configured for pediatric shunt device. At an unknown date the patient presented with thrombosis in the gore-tex® vascular graft configured for pediatric shunt device. Further information has been requested but is not available at this time. Physician confirmed all shunts are on prophylactic heparin until they¿re able to transition to aspirin and that aspirin responsiveness is checked in everyone prior to stopping heparin.